Manufacturer narrative:
Follow-up received on 14-nov-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain/cramping/pain/chronic pain, amongst non serious events. About five years after insertion, plaintiff underwent a total hysterectomy. The event, seen as abdominal pain, is anticipated in the reference safety information for essure. Considering the implied temporal relationship and the lack of alternative explanation, causality between event and essure use cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for permanent birth control. After the implant, she began suffering from pain, tooth decay and/or loss, fatigue, joint pain, irregular and/or prolonged menstruation, severe menstruation pain, heavy, abnormal menstruation, pain during intercourse, severe abdominal pain, severe back pain, cramping, bloating, headaches and/or migraines, depression, hormonal changes and weight fluctuation. At the time, neither she nor her physicians attributed her symptoms to the essure. As a result of her continued chronic pain, on (B)(6) 2015, she underwent a total hysterectomy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain/cramping/pain/chronic pain, amongst non serious events. About five years after insertion, plaintiff underwent a total hysterectomy. The event, seen as abdominal pain, is anticipated in the reference safety information for essure. Considering the implied temporal relationship and the lack of alternative explanation, causality between event and essure use cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / cramping / pain / chronic pain") and menorrhagia ("heavy, abnormal menstruation / prolonged menstruation/ abnormal bleeding (menorrhagia)") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included suicide attempt. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced weight increased ("weight fluctuation-weight gain"). On (B)(6) 2010, 4 months 11 days after insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced headache ("headaches") and migraine ("migraine"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)") and pelvic pain ("pain"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced depression ("depression"), mood swings ("mood swings") and anxiety ("anxiety"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dental caries ("tooth decay"), tooth loss ("tooth loss"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), back pain ("severe back pain"), abdominal distension ("bloating"), hormone level abnormal ("hormonal changes"), vaginal infection ("vaginitis and vaginal infection") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), gastrooesophageal reflux disease ("acid and bile reflux"), vulvovaginal pain ("vaginal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (laparoscopically assisted total vaginal hysterectomy.) And surgery (underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, dental caries, tooth loss, fatigue, arthralgia, menstruation irregular, abdominal distension, headache, depression, hormone level abnormal, weight increased, migraine, mood swings, vaginal haemorrhage, vaginal infection, female sexual dysfunction, nausea, pelvic pain, gastrooesophageal reflux disease, anxiety, alopecia, vulvovaginal pain and abdominal pain upper outcome was unknown and the dysmenorrhoea, dyspareunia and back pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, anxiety, arthralgia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, tooth loss, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical record received. New reporters added. Patient's demographic information and relevant history added. Events mood swings, abnormal bleeding (vaginal), vaginitis and vaginal infection, apareunia (inability to have sexual intercourse), nausea, pain, weight gain, acid and bile reflux, stomach pain, anxiety, hair loss, vaginal pain, essure confirmation test was not done added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.